Event description:
The customer reported via phone call that they had a prime rewind anomaly. The customer stated they were stuck in the rewind process while changing the infusion set. It was found the customer was stuck in the prime loop. The customer's blood glucose was unknown. The customer was disconnected from the call before troubleshooting could be completed. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.